Event description:
Caller reported continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the pump reset process, after which the pump no longer displayed the error code, and the caller successfully started their sensor session.